Event description:
Vp of health system at carefusion emailed customer product quality feedback form stating the following: "rubber cover separating and ending up in the blood collection bottle/tube and sometimes completely coming off causing blood to shoot out of the vacutainer." No pt harm or medical intervention reported. Although requested, no additional pt or event info provided. There was no report of pt or user harm and no report of medical intervention.

Manufacturer narrative:
(B)(4). Customer stated that the product will not be returned. The customer report of rubber sleeve gets stuck in the tube and leaks blood could not be confirmed due to the product was not returned for investigation. The root cause of this failure could not be identified.